Event description:
Customer reported an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring for recurring discrepancies, which the customer understood and acknowledged.